Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to a lesion with 85% stenosis in the lcx. The lesion exhibited severe calcification. The device was prepped prior to use with no issues noted. During the procedure, the lesion was pre-dilated, but the device could not pass the lesion. Resistance was encountered when attempting to cross the lesion. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. There were no patient complications reported. Evaluation summary: the stent was deformed and stretched from the 5th proximal segment upwards. The stent was not positioned correctly; deformation and stretching caused the distal section of the stent to move distally over the distal marker band. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 85% stenosis, severe calcification). Deformation problem (stent deformed) evaluation codes, conclusions: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ 85% stenosis, severe calcification). (B)(4).